Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-05008 and 05010. On (B)(6) 2013, the patient underwent a trial procedure. Intra-op testing revealed high impedance on both of the patient's leads. Troubleshooting attempts to address the issue was unsuccessful. In turn, a third lead was placed but high impedance remained present. Adequate coverage was unattainable due to impedance remained present. Adequate coverage was unattainable due to impedance issue. As a result, the third lead was removed. Post-op testing on both leads revealed no anomalies, but coverage was not fully effective.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.